Event description:
Pt underwent a bilateral mastectomy for cancer in 1987. She underwent breast reconstruction shortly thereafter with expanders and then breast implants. The pt complained subsequently of severe pain with both breast implants. On physical examination there was a grade IV capsular contracture on the right side and a grade v capsular contracture on the left side. A scar overlaying the implant on the left side was depressed and there was thin skin overlaying both of the implants. The pt's nipples were laterally displaced. Because of the capsular contractures, the possibility of implant ruptures, and the intense pain, the implants and capsules were removed. (Same pt referred to in 1002125.)